Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with axcel surgical light. As it was stated, the spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with axcel surgical light. As it was stated, the spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing spring arm cover, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The manufacturer subject matter experts were contacted, but found they did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).